Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The root cause of the open minicap outer pouch was determined to be mishandling during distribution, handling, or time of use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications prior to release.

Event description:
During evaluation of a returned minicap by baxter personnel, it was noticed that the device's outer pouch was opened. No additional information is available.